Event description:
Removal of bilateral saline mammary implants due to leaking of left implant, partial capsulectomies. Pt had breast augmentation with silicone implants, 1986. Had replacement with saline in 1992. No complaint of left implant deflation, leaking, with pain and tenderness. After removal, left implant had a 1 mm hole visualized.